Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the insulin pump was under delivering and they experienced high blood glucose level of 15.9 mmol/l in the morning. Customer's blood glucose level was 19.5 mmol/l at the time of call. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer had nausea, vomiting, abdominal pain and breathing difficulty. Customer forgot to correct blood sugar. Customer reported that they did not contacted their health care professional regarding the high blood glucose event. The customer was treated for the high blood glucose with insulin pump. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report customer does allege insulin pump was under delivering because his blood glucose kept fluctuating. The reservoir will not be returned for analysis.